Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported that during validation of the instrument on tango infinity sn (B)(4) the performance qualification (pq) screening and panel results were weaker than on tango optimo. He reported false negative test results when using biotestcell 3 and biotestcell i8 on tango infinity for for anti-k cell 7, anti-c cells 4,5,6,8, anti-m cell 7 and anti-e cells 3,5. Altogether 4 samples were found to yield negative panel results on tango infinity, which were positive on tango optimo, even upon changing all reagents. The ssc ii control passed each time. The affected tango infinity was inspected by our field service engineer. The result camera was checked and realigned. So were the washer lift reference positions. The washer manifold was replaced. The spolv was re-aligned to all alignment positions. The customer controls were run with no issues. The instrument is running to manufacture specifications and returned to full operation. The customer sent in the supposedly defective products biotestcell 3 and biotestcell i8 for investigational testing and also the patient samples that caused false negative test results. Our quality control laboratoy tested retain samples of the affected lots of biotestcell 3 and biotestcell-i8 with negative and positive controls as well as with samples with known antibodies. Furthermore the titer of ssc ii control was determined. The tests were performed in parallel on tango infinity and tango optimo. All test results were correct. The products returned by the customer material were tested with negative samples, positive controls and with some known antibodies. The test was performed in parallel on tango optimo and tango infinity. We yielded comparable correct results. When testing the patient samples provided by the customer, the reported observation was confirmed. In isolated cases and only with the patient samples provided by the customer tango infinity showed a negative result while tango optimo showed a positive result. The antibodies of the tested samples generally showed very weak reactions.

Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported that during validation of the instrument on tango infinity sn (B)(4) the performance qualification (pq) screening and panel results were weaker than on tango optimo. He reported false negative test results when using biotest cell 3 and biotest cell i8 on tango infinity for anti-k cell 7, anti-c cells 4,5,6,8, anti-m cell 7 and anti-e cells 3,5. Altogether 4 samples were found to yield negative panel results on tango infinity, which were positive on tango optimo, even upon changing all reagents. The ssc ii control passed each time. The affected tango infinity was inspected by our field service engineer. The result camera was checked and realigned. So were the washer lift reference positions. The washer manifold was replaced. The spolv was re-aligned to all alignment positions. The customer controls were run with no issues. The instrument is running to manufacture specifications and returned to full operation. The customer sent in the supposedly defective products biotest cell 3 and biotest cell i8 for investigational testing and also the patient samples that have caused false negative test results. Testing in our quality control laboratory is still ongoing.